Manufacturer narrative:
The reported field event of connection issue could not be reproduced in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a patient presented for an implant procedure on (B)(6)2023. During implant, the torque wrench would not engage with the implantable cardioverter defibrillator (ICD) set screw. The device was not used and replaced within the same operation. Post-procedure the patient was stable.